Event description:
Allegedly, distal stem breakage of the profemur r ppw 38006 implant. Breakage of the part and consequent revision surgery.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.